Manufacturer narrative:
(B) (4). Device evaluation is anticipated but not yet begun. The sample is available and has been requested for evaluation. A follow up report will be submitted upon receipt and evaluation of the sample.

Event description:
This is a case report received by baxter (B) (4) on january 15, 2010 from (B) (6). It was reported that on (B) (6) 2009 that a mini set appeared to be flaking around the blue section nearest to the patient. The patient presented at the hospital on (B) (6) 2009 with an unconfirmed infection, this was not attributed to the problem with the mini set, however the set was changed. At the time of the problem the device was used with an unknown solution. The reporter confirmed that the patient condition now was fine. Additional information received on 22 jan 2010: the patient had a staphylococcus aureus exit site infection which the healthcare professional felt was unrelated to the transfer set. Additional information received on january 25, 2010 indicates that on (B) (6) 2009 the patient experienced a staphylococcus aureus exit site infection for which he received a ten day course of flucloxacillin at a dosage of 1 gram qid (four times per day) and is receiving follow-up treatment with mupirocin cream (bactroban). He had not experienced an exit-site infection before and his catheter was inserted on (B) (6) 2009. He commenced continuous ambulatory peritoneal dialysis on (B) (6) 2009 and later changed to automated peritoneal dialysis. He was receiving dianeal pd1 and extraneal at the time of the event. The reporting nurse considered the event to be unrelated to both the pd fluids and the transfer set.